Event description:
A healthcare provider (hcp) reported that the patient (pt) had a history of a previous unsuccessful spinal cord stimulator that had been placed back in 2006, and was removed on an unknown date.  The pt was reporting point tenderness under the site of the previous lead connectors/extenders position.  A decision was made to remove the extensions on (B)(6) 2024.  The lead was not removed due to the high risk for complication and no clinical indication.   No symptoms were reported against the ins that had previously been implanted.  No device issues reported against the extensions.

Manufacturer narrative:
Continuation of d10: product ID 748940 ((B)(6)); product type: 0191-extension; implant date (B)(6) 2004; explant date (B)(6) 2024 product ID 7427 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2004; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.